Manufacturer narrative:
(B)(4).

Event description:
Cgm accuracy. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The reported glucose values fall within the b zone of the parkes error grid.